Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured to be 63 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and the valve deployment was initiated starting from stent inflow of the valve being position at the level of ncc pigtail catheter. The valve was able to be implanted 3mm below the pigtail catheter. The valve migrated 6mm into aortic direction and physician attempted to reposition the implanted valve using a snare above the sino tubular junction (stj) but the valve repeatedly moved down resulting in occlusion of left main stem (lms). At an unspecified time, the patient became hypotensive and no additional information was reported if a treatment was required. A new 27mm, navitor valve was implanted inside the index valve. The patient was reported to be in a recovering condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.